Event description:
I had wavefront optimized lasik with the ex500 laser for moderate myopia (-5.00 to -6.00 in both eyes, and up to -.50 astigmatism in both). Over 6 months past the operation date, I have diagnosed undercorrection, diagnosed .25 diopters worse astigmatism than before surgery in one eye. I also have what is likely irregular astigmatism from hoas (discussed with eye surgeon after topography), daytime starbursts, nighttime starbursts, halos, floaters and rainbow glare. Soft toric lenses and glasses for astigmatism did not help with the glare.